Event description:
It was reported by the patient's family member that the patient had a medtronic implantable cardioverter defibrillator (ICD) implanted and a week later, the patient expired. The patient's family member had expected the ICD to kick in but it did not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient had a medtronic implantable cardioverter defibrillator (ICD) implanted and a week later, the patient expired. The patient's family member had expected the ICD to kick in but it did not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.